Event description:
It was reported that (1) device was used during a laparoscopic oopherectomy. It was reported by the rep that the tsb35 instrument intermittently jammed and the surgeon was unable to fire the gun. There was no consequence to the patient.